Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg), the atrial lead was mistakenly inserted into the ventricular port. The lead was removed but when the ventricular lead was attempted the torque wrench would not fit into the setscrew. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.